Event description:
It was reported to target that during the embolization of a wide neck aneurysm, the physician was using the neck remodeling technique and while deploying the second gdc coil the aneurysm ruptured. The physician felt that the catheter markers or the gdc wires marker may be out of specification. The pt had been undergoing stereotactic surgery for atrio-ventricular malformation, but did not have any surgery for the aneurysm and went home a couple of days later.